Manufacturer narrative:
The post market surveillance department has requested medical records. The device was not returned to the manufacturer for analysis. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
Follow-up was made with the pd patient's clinic registered nurse (rn) after a patient's contact called technical services for a drain issue. The nurse stated the patient was hospitalized on (B)(6) 2015 for hyperglycemia with chief complaints of generalized weakness and abdominal pains. Per pdrn the patient had a history of reporting occasional abdominal pains during fill and drain when completing peritoneal dialysis treatment both with the cycler and manual exchanges. The pdrn reported the patient was cultured in hospital and did no exhibit any elevated white cell counts and no culture growth was observed, however she was prescribed prophylactic medication as a precaution. Per pdrn the patient was discharged on (B)(6) 2015 and resumed complete continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (dhir) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within spec. Medical records were reviewed by post market surveillance staff. This patient is on medication for diabetes mellitus. The frequency of diabetes mellitus in end stage chronic renal failure patients is high. Diabetes is one of the main causes of chronic kidney disease, and of the progression of the disease until patients need kidney replacement therapy. Control of blood glucose in peritoneal dialysis patients with end stage chronic renal failure and diabetes mellitus, pose several challenges. Chronic kidney disease (ckd) is associated with insulin resistance and, in advanced ckd, decreased insulin degradation. The latter can lead to a marked decrease in insulin requirement in patients with type 2 diabetes mellitus. Moreover, among patients on peritoneal dialysis, glucose contained in peritoneal dialysate tends to increase the needs for diabetes therapy. Dietary and exercise changes. Hyperglycemia is possibly related to pd therapy.